Event description:
When programmed, the secondary infusion was taking longer to infuse than expected. The customer indicated that this had occurred on multiple occasions with the same pump. There was no specific information available regarding the actual length of time versus the expected time to deliver the solution, number of patients involved, or the solutions infusing. There were no reported adverse patient events. Though multiple attempts were made to obtain additional information from the customer, there was no further information available.